Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power-related alarms noted during testing. A review of the history files reveals customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 3.0 received the lowbatteryalert (104) on 11/15/2025 19:59:00 after more than 7 days at 21.76 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/24/2025 09:58:00 after more than 7 days at 18.35 days. No battery failed and pump error 53 alarms found in the pump history and pump diagnostic trace files. The pump was paired with a guardian link 3 (gl3) transmitter (gt-7919825n) and a test plug. The pump was calibrated to a programmed test value properly. The pump primed and seated properly. No liquid squirting out or motor errors occurred during testing. The pump was monitored while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. The pump was cut open to perform a visual inspection. No loose components, physical damage, or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor scratched lcd window, cracked select button keypad overlay, and pillowing keypad overlay. The complaint of diminished battery life (changing out every couple weeks) is not confirmed; customer did not experience an unexpected power loss of less than 7 days per the pump history records. The complaint of scratches on the display screen is confirmed however, the complaint of affects the ability to read the screen is not confirmed. The complaint of rejects new batteries (battery failed alarm) and pump error 53 alarms are not confirmed; no battery failed alarms or pump error 53 alarms were found in the pump history and pump diagnostic trace files. The complaint of something rattles around inside the pump is not confirmed. The complaint of experienced motor error, has to rewind multiple times to finish the process, and squirts insulin during priming are not confirmed. The complaint of the transmitter does not send any signal to the pump is not confirmed, data transfer from the the transmitter displayed properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the reported that pump has diminished battery life, changing out every couple weeks. The customer stated that the pump scratches on display screen that affects ability to read the screen, rejects new batteries, and pump squirts insulin during priming, the customer has to rewind multiple times to finish process, the customer something rattles around inside the pump itself. The customer received a software error detected (pump error 53) and has experienced motor error. The customer also reported that transmitter does not send any signal to the pump at all anymore. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-397a, and mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-7040a, mmt-397a, and mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.